Event description:
It was reported that, surgeon noted tibial plate and cement (simplex used) did not appear to adhere with each other. Tibia had to be revised.

Manufacturer narrative:
Additional information has been requested and if received will be provided in a supplemental report. This is the same pt/event as MFR. # 2249697-2012-01230.